Event description:
A surgeon reported that he didn't feel pressure when drawing out c3f8 gas . He pulled back the syringe to get the gas out and injected the gas into the pt's eye. When checked two days later, the gas had dissipated. Pt went back two days later for the same procedure. The original gas container was empty, so another gas container was used. Doctor doesn't feel the problem was with the c3f8, but the regulator. The regulator was not returned. Neither the lot number or the serial number of the regulator were provided.

Manufacturer narrative:
1/30/2008: the facility reported that they discarded the regulator sample. The facility reported that the event was some time back and the pt is fine.